Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department because they were experiencing syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited possible loss of capture and intermittent capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.